Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8293420, UDI# (B)(4), 510k #k031967 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent osteotomy on l1-2 and spinal fusion was performed at t10-11-12, l3-4-5 due to spinal deformity (spina bifida). Post-op, the screw implanted at l5 backed out. Due to back out of l5 screw, fusion for extending to sacrum, iliac was performed and the screw was removed. There were no patient symptoms or complications as a result of this event.